Event description:
While troubleshooting incomplete hemoglobin (hgb) backgrounds during startup the field service engineer (fse) found the coulter act diff 2 analyzer was generating vote outs for differential and white blood cell (wbc) results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Field service engineer (fse) evaluated the instrument on 4/28/2015. The fse found that the baths were worn. The fse replaced the wbc and the red blood cell (rbc) baths, which repaired the vote outs. The repairs were verified per established procedures. (B)(4).